Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a small metal particulate was found in the main incision site during a procedure. The sample of the metal was kept; however, all other components were discarded. Additional information was requested.

Manufacturer narrative:
Additional information provided. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. A particle analysis was performed on the particle returned on a cotton swab. The analysis identified the particle composition to be was mainly chromium, cobalt and iron, with smaller amounts of carbon, aluminum, silicon, and nickel. The complaint does confirm the presence of a piece of metal; however the particle analysis indicates this metal particulate did not originate from the phaco tip or any metal related to the manufacturing process of a phacoemulsification tip. The phacoemulsification tip is mainly comprised of titanium. The source of the metal particulate cannot be determined from this evaluation. No specific action with regard to this complaint was taken by the manufacturing facility because the reason for the complaint issue was not associated with the phacoemulsification tip. Phacoemulsification tips also 100% inspected at the end of the manufacturing process for any visual nonconforming attributes. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).